Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma-late. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported they experienced the events of ¿pain¿, ¿large glandular accumulation¿, ¿cysts¿, and ¿free fluid." This record is for right side. The device remains implanted.

Event description:
A patient reported they experienced the events of ¿pain¿, ¿large glandular accumulation¿, ¿cysts¿, and ¿free fluid." This record is for right side. Healthcare professional reported "chose to make the replacement of the prostheses, because the patient is very insecure with the current prostheses, given the occurrences reported in the media". The device has been explanted.

Event description:
Later physician reported "aiming the announcement of recall, we chose to make the replacement of the prostheses, because the patient is very insecure with the current prostheses, given the occurrences reported in the media". The device has been explanted.